Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 43 mg/dl. Customer had treated with food. Customer was using auto mode feature at the time of reported low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump will not be returned for analysis.